Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device code (B)(4) does not apply.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received on 2017-02-21 from a healthcare provider regarding an unknown patient's implanted infusion pump containing an unknown medication(s) (dose and concentration unknown). The indications for use were unknown. It was reported that about 6 months ago, the patient's reservoir volume was programmed incorrectly. The pump was reportedly filled with 20ml of medication, but the reservoir volume was programmed to 40ml. The patient ran out of medication. The patient's name, surgeon, serial number, and drug were unknown, and the reporter had no further information.